Manufacturer narrative:
Complaint preparer reached out to customer 3 times to follow up and request clarifying information but the customer has not responded. Upon further review of limited information initially provided by the customer, this alleged issue is being reported in abundance of caution. Instrument log files have been retrieved for further investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant low nbili results for several patients from their rp500 instrument compared to testing of new samples on a non-siemens instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation: based on aqc performance, calibration history, sample quality checks and related diagnostic evaluation during the time of the escalated events, the co-oximetry optical subsystem responsible for the measurement of nbili (as well as thb and the fractions) appeared to be stable and functioning as expected at the time of the escalated events. The rp500 nbili assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement based on the jendrassik-grof diazo-reference method. Most laboratory chemistry nbili assays are single or dual wavelength measurement of bilirubin derivative utilizing a reactive chemistry measured on serum or plasma samples. A number of factors can influence the nbilirubin assay. Some of these factors include differences in methodology, preanalytical conditions due to the difficulty of neonatal specimen collection, insufficient mixing, time differences between comparative measurements, light exposure, hematocrit levels and potential optical interferences. Additional factors that may affect the measurement of bilirubin include presence of fibrin and/or interstitial tissue, intralipid (lipemia), turbidity, triglycerides levels and abnormal concentrations of hemoglobin in the red blood cells. Chemistry based bilirubin assays may be impacted by hemolysis, triglyceride and/or intralipid levels. A definitive root cause for the reported nbili discordancies is undetermined. The cause for the apparent low nbili discrepancy between the rp500 and the laboratory system may be influenced by sample handling, methodology differences and factors described above. It was indicated that half of the laboratory results for the escalated samples had noted hemolysis. Differences in thb/hct levels between comparative samples will influence the reported nbili although how much this may have been an impact is unknown as thb values for the laboratory results were unavailable.